Event description:
Report received of an underdelivery. During routine preventative maintenance testing by the user faciliy, channel a was reported to have underdelivered by 7%. Delivery accuracy for this device requires delivery of =/-5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested,no additional information was provided.